Manufacturer narrative:
(B)(4). Sample will not be returned for evaluation.

Event description:
It was reported that this event occurred during removal of the device. This event involved a (B)(6) female patient; device inserted through right subclavian access. It is unknown whether another attempt was performed, or whether another attempt was performed, or whether it was successful. There was no delay, harm, complication, death, or injury reported the patient as a result of this occurrence.